Event description:
Forced to switch from a dexcom g6 to a g7 and have had nothing but issues since the change on (B)(6) 2026. I used the g6 for years and never had an issue. The g7 is never accurate and it is making my life difficult. Beepers going off at work for a blood sugar of 50 when it is actually 90. Wakes me up at night for a high blood sugar and it is actually only 95. This is the worst thing ever.